Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure that the fenestrated bipolar forceps instrument would not release from tissue. The procedure was completed with no reports of patient injury. There was a procedure delay of 15 to 30 minutes.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps (fbf) instrument would not release from tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and the complaint regarding the grips being unable to open was not confirmed by failure analysis. The instrument was placed on an in-house system and the instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Dried residue was found on the clamping pulleys. The root cause of the dried residue is typically associated with mishandling/misuse.